Manufacturer narrative:
The tip has been requested. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that a patient experienced erythema, edema, and blisters with scabbing on the left cheek and lower jaw area after a thermage treatment. The patient was placed under an unknown topical anesthesia during the treatment. Patient was provided cold compress during treatment and was administered methylprednisolone tablets 16 mg(oral), halometasone cream and epidermal growth factor gel post-treatment. It is unknown whether there will be any permanent scarring. The available photos were reviewed and erythematous lesions and post inflammatory hyperpigmented areas are visible on right side of the face. The highest energy level used was 6. It was reported that enough amount of cryogen fluid was used. The tip was inspected before and during the treatment at every 100 pulses and nothing was noted. No system errors were observed during the treatment.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Evaluation of the datacard found no issues with the system or handpiece. The treatment tip was not returned for evaluation, but it was reported the tip was inspected prior and during treatment by the user and no issues were noted. Based on the available information and according to the thermage cpt system technical user''s manual, burns, blisters, and scabbing are known possible adverse patient reactions to a thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device.